Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the event history log, a battery depleted set alarm was found to have interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced during evaluation. The cause was determined to be depleted main batteries due to user error. The main batteries and harness were replaced to fix the reported condition. This issue has been escalated to CAPA.